Manufacturer narrative:
Device evaluated by MFR.: wolverine cb mr, ous 10mmx2.50mm was returned for analysis. Visual and tactile examination identified no damage to the hypotube shaft profile or the outer/mid-shaft sections or the inner lumen of the device. Microscopic analysis of the balloon identified no tears or pinholes. Microscopic examination of the blades identified one blade to have a partial missing segment; approximately 2mm of the distal blade segment had detached and was not returned for analysis. The pad at the detached section remained fully intact and bonded to the balloon. The other two blades were intact. Microscopic examination of the tip section found no damage.

Event description:
Reportable based on device analysis completed on 18-nov-2025. It was reported that crossing difficulties occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon catheter was advanced for dilatation but failed to cross the lesion due to resistance and calcification. The procedure was completed with another of same device. No patient complications were reported, and the patient's status was fine post-procedure. However, returned device analysis revealed detached and missing blade segment.